Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field connection issue was reproducible in the laboratory. A connection issue between the leads and header was found during bench testing. The device met all specifications during electrical testing.

Event description:
It was reported that the set screw would not set into the devices header. Device was explanted and replaced.